Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: review of the customer data demonstrated that the assay software and alinity m hr hpv application specification (appspec) (09n15-01e) are performing as expected. Review of the results log files from the customer do not indicate that this appspec is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: the file sample evaluation for alinity m appspec file list 09n15-01e met the acceptance criteria and validity criteria. All replicates were correctly interpreted across all genotypes. As a result, the product file sample evaluation for the alinity m appspec file list 09n15-01e received a disposition of pass. Quality data review CAPA / non-conformance review: a part specific keyword search was performed to identify related existing internal quality records which could result in the reported complaint and part number. CAPA review did not identify any existing internal records or nonconformances related to the reported issue. Complaint history review: complaint trending was reviewed. Part 09n15 did not exceed the complaint upper control limit. No adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m hr hpv assay (list 09n15-090) was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false negative hpv16 result on their alinity m system serial number (sn) (B)(6) when using the alinity m hr hpv assay [list no. 09n15-90]. Customer also questions the validity of the result itself, given that once the result was compared to another positive result for the same sample, they observed the cellular control (cc) curve for this test to not be a proper sigmoidal amplification curve, but the software still deemed it a valid result. Technical application specialist (tas) downloaded files and performed log analysis. The sample ID (sid) in question is (B)(6), tested on (B)(6), with a result of "hpv not detected" and a valid cellular control at cycle number (cn) 16.08. Tas confirmed that the cc curve, as declared by the customer, is not a proper sigmoidal amplification, instead looking more like a linear increase in fluorescence. However, the data reduction deemed it a valid curve. All other curves in all the other targets show an upwards linear increase, but none of them (including the hpv16 target) show any kind of potential amplification. The discrepancy comes from the fact that the same sample was tested in parallel with an mrna hpv assay (hologic aptima hpv) per clinician request, where the hpv16 showed up positive. This made the customer further evaluate the alinity result, and also then test the same sample with a different hr hpv dna assay (genexpert hpv), where the hpv16 positive result was confirmed. The sample is a routine liquid-based cytology medium sample. The specimen is a surepath sample, with complete normal outlook in terms of sample consistency (no abnormal color or viscosity, no material floating, etc). This result is the first one recorded for the patient, as it is part of their screening program. A retest was performed again with the same sample on the same alinity m sn (B)(6) on 29aug; the sample ID is now (B)(6), and it gave an hpv16 detected result, with cn 19.62. The cc signal for this test with cn 20.29 now shows a more sigmoidal valid curve.